Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain, vomiting and diarrhea. The following day, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. On same day as admission to the hospital, the patient began antibiotic treatment with intraperitoneal (ip) vancomycin (two grams, every five days, duration ten days) and ip gentamicin (40 mg, three doses, duration ¿ three days). The patient was discharged from the hospital two days after admission. At the time of this report, the patient was recovered from the event. The action taken with peritoneal dialysis therapy was not reported. No additional information is available.